Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The original device history record (DHR) is no longer applicable as device was manufactured in 2016. No previous service records were found. The device was received for evaluation. Visual and functional testing were performed. The device was received in good condition. The device was powered on, the lcd came on, and went blank; the customer's stated problem was verified. The pcb (printed circuit board) was faulty and causing the lcd not to function properly. The root cause of the issue could not be determined. Actions (s) taken to mitigate the reported issue(s): replaced the pcb board.

Event description:
It was reported that the unit had a bad lcd. No patient injury was reported.